Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump failed the displacement test and alarmed motor error during rewind due to a motor encoder signal out of phase. Unable to perform functional tests due to the motor error alarms. A cracked case, cracked battery tube threads and scratched lcd window also noted.

Event description:
The patient stated that she was in the hospital with a low blood glucose of 38 mg/dl. The patient stated that she experienced a seizure and lost consciousness. The paramedics were called, and took her to the hospital. While in the hospital, the patient had an MRI scan done, and was not told to remove the insulin pump. The device is now alarming with motor error and other alarms. Advised the patient that the insulin pump would be replaced. Nothing further was reported.